Event description:
Report received from the USA stating that the device had hose damage. The device was not being used during surgery. It is known if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).